Manufacturer narrative:
Device evaluation: a visual and microscopic analysis was performed which identified: sharp opening on posterior, stress marks and crease flat. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: a sharp pattern on posterior of opening device assessed as a surgical impact opening, for the stress mark in the shell.

Event description:
Physician reported rupture, diagnosed by ultrasound and MRI. Right side. Device explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device photographs for the device related to the reported event of rupture were reviewed on (B)(6) 2021. Visual analysis of the photographs identified: yellow and brown particle material on the shellopening further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: right side rupture, diagnosed by ultrasound and MRI.

Event description:
Physician reported rupture, diagnosed by ultrasound and MRI. Right side. Device explanted and replaced.